Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer resolved issue by changing infusion set and cartridge and resuming insulin. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.